Event description:
It was reported that the customer incorrectly entered total daily insulin amount into the pump. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a correction bolus to address bg. Tandem technical support guided the customer through correcting the total daily insulin to address the event.